Manufacturer narrative:
Additional information was received that the patients leads had migrated. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the physician took imaging and noticed that the patients lead was broken or fractured.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the physician took imaging and noticed that the patients lead was broken or fractured.

Manufacturer narrative:
Additional information was received that the four percutaneous leads were removed and a paddle lead was placed. No device malfunction was suspected. The patient was doing well postoperatively and was receiving great stimulation coverage. The leads were not returned. The devices were not returned for a technical analysis and the investigation did not reveal any potential manufacturing issues, therefore, the root cause could not be definitively determined.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number:(B)(4), batch/lot number: 17411295/17411295/17421731, model/catalog description: linear st lead kit 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the physician took imaging and noticed that the patients lead was broken or fractured.